Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported with the exhaled tidal volumes were lower than set and the device fails the exhalation valve calibration. After replacing the muffler assembly and performing the operational verification procedure, the issue was resolved. The fsr reported performance checks passed and returned the device to service specifications.

Event description:
The customer reported while using the vela ventilator; the device displayed zero readings on the monitor display during patient use. The customer reported after the ventilator was removed, the device was not delivering any flows. The customer reported there is no patient consequence associated with the event.